Event description:
It was reported that during an unk procedure, the device was placed on the head of the pancreas, was fully closed and fired. The device cut, one side of the staple line deployed and formed as intended. However, the other side of the staple line deployed but did not form. They were wide open. It is unk how the case was completed. There was no pt consequence.